Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt unable to complete a therapy electrode recognition test. The cause for the failure was isolated to a broken black pulse wire from trunk cable broken in dn. The root cause for the broken wire could not be positively identified. No adverse event resulted from the damaged belt.